Manufacturer narrative:
Pc-(b)(4. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4), expiration date: (B)(4) 2019. Date of mfg.: (B)(4) 2017. (B)(4), expiration date: (B)(4) 2019. Date of mfg.: (B)(4) 2018. (B)(4), expiration date: (B)(4) 2020. Date of mfg.: (B)(4) 2018. (B)(4), expiration date: (B)(4) 2020. Date of mfg.: (B)(4) 2018. (B)(4), expiration date: (B)(4) 2019. Date of mfg.: (B)(4) 2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Unopened samples of product code (B)(4), lot mbk102 were returned for analysis. Samples were examined for visual defects appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). Upon visual inspection, the sutures were correctly placed on the winding former and the sutures were dispensed without problems and examined along of the strands and no defects or damaged were observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no defects were observed on the packets or the sutures. Unopened samples of product code (B)(4), lot mbz139 were returned for analysis. Samples were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). Upon visual inspection, the sutures were correctly placed on the winding former and the sutures were dispensed without problems and examined along of the strands and no defects or damaged were observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no defects were observed on the packets or the sutures. An unopened sample of product code (B)(4), lot lck327 was returned for analysis. The representative sample was examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). Upon visual inspection, the suture was correctly placed on the winding former and the suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no defects were observed on the packet or the suture.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4) manufacture date: (B)(4) 2017; expiration date: (B)(4) 2019 batch (B)(4) manufacture date: (B)(4) 2018; expiration date: (B)(4) 2019 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: 1. The patient demographic info: age, gender, weight, bmi at the time of index procedure surgeon indicated male patient had no comorbidities when he reported to us 2. The diagnosis and indication for the index surgical procedure? Anterior hip 3. What were current symptoms following the index surgical procedure? Onset date? 4 weeks post-op 4. Was medical intervention was performed for the infection? Results? Swabs returned with staph d 5. Was any intervention performed to address ¿symmetric may have dissolved or discolored¿? Was re-suturing performed? Nothing indicated other than what was reported at time of report 6. Was there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No ¿ as previously reported attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 7. Other relevant patient history/concomitant medications 8. What is the physician¿s opinion as to the etiology of or contributing factors to this event? 9. What is the patient¿s current status?

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch lmm571,batch mak855.attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.the patient demographic info: age, gender, weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Was medical intervention was performed for the infection? Results? Was any intervention performed to address ¿symmetric may have dissolved or discolored¿? Was re-suturing performed? Was there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Will product be returned for evaluation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a hip procedure on (B)(6) 2018 and barbed suture was used. Four weeks post-op, the patient¿s anterior hip presented with a post-op infection with a sudden onset over 24-48 hours of being quite unwell. The patient was returned to the operating theatre, and incision was opened to take swabs and wash out. It was reported that the wound had not broken down but the suture was not evident. The capsule appeared intact and the patient did not believe that the suture was visible. It was reported that the suture may have dissolved or discolored. The swab was returned with staph d and appeared to be contaminated through all layers. It was reported the patient was ¿low risk¿. Additional information has been requested.